Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer reported that the insulin pump had an alarm occur during the prime tubing. The customer stated she thought it was a battery alarm and went to go change it and afterwards the pump did not turn on. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. The insulin pump will be returned for analysis.